Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr unit & the advancer unit were returned to site connected together. A guidewire was returned running through the rotablator device. A visual examination of the complaint unit was carried out. The rotawire was noted to be kinked once removed from advancer. The rotawire could not be removed from the burr catheter. The handshake connection was inspected and no damage was noted. The burr was microscopically examined and it was noted that the annulus was blocked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00265. It was reported that burr got stuck on wire. A 1.50mm rotalink¿ plus and a rotawire were used to treat the severely calcified target lesion. After ablation, the physician inserted the wire clip torque to the advancer to remove the burr, but the wire was removed with the burr. No patient complications were reported ad patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00265. It was reported that burr got stuck on wire. A 1.50mm rotalink plus and a rotawire were used to treat the severely calcified target lesion. After ablation, the physician inserted the wire clip torque to the advancer to remove the burr, but the wire was removed with the burr. No patient complications were reported ad patient's condition was good.